Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: failure description. The instrument arrived in a clean status with visible damage and one broken off fragment. Investigation. The investigation was carried out visually and microscopically. No anomalies were found. Additionally we made an optical inspection of the broken off fragment and of the fracture surface. Here we also detected no anomalies. Batch history review. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause. The root cause of the problem is most likely usage related. Rationale. According to the quality standard a material defect and production error can be excluded. No pores or foreign bodies could be found on the point of rupture. Investigations lead to the assumption that the ceramic breakage was caused by a mechanical overload situation or forced fracture due to an improper handling. A major disadvantage of ceramics is their brittle fracture behavior (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore break less frequently. They forgive easier constructive tolerances by relieving local stress peaks through elastic and plastic deformation.

Event description:
It was reported that there was an issue with a ceramic electrode device. During a laparoscopic cholecystectomy procedure, a small part of the tip/hook was broken. The piece fell into the patient's abdomen but was retrieved immediately. This malfunction did not cause patient harm or require intervention. It was noted that the malfunction occurred during the first use of the product. Additional information was not available.